Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Customer reported ketoacidosis. Customer administered a manual insulin injection to address elevated blood glucose. Customer resumed insulin delivery.